Event description:
A false negative (screen was nonreactive and did not confirm) auszyme mono eia results was generated on a specimen that tested confirmed positive using axsym hbsag. Pcr resting was positive. The auszyme result was not reported out of the laboratory. No impact to patient management was reported.